Manufacturer narrative:
D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje. E3 - occupation: bsn, rn, manager, integration. H3 - device evaluated by mfg.: device evaluation anticipated but has not begun. Awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter required replacement. After the catheter was placed as a nephrostomy tube, the unknown patient was moved to an inpatient unit where it was noted that the mac loc hub had disconnected from the catheter tubing. The patient returned to interventional radiology to have the device replaced. A customer provided photograph shows the catheter hub detached from the catheter tubing. No other adverse effects were reported for this incident. Additional information regarding the event has been requested but is currently unavailable.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation: it was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter required replacement. After the catheter was placed as a nephrostomy tube, the unknown patient was moved to an inpatient unit where it was noted that the mac loc hub had disconnected from the catheter tubing. The patient returned to interventional radiology to have the device replaced. A customer provided photograph shows the catheter hub detached from the catheter tubing. No other adverse effects were reported for this incident. Reviews of the documentation including the quality control procedures, manufacturing instructions, specifications, and instructions for use (IFU), as well as a visual inspection, functional test, and dimensional verification of the returned device, were completed during the investigation. One ultrathane mac-loc locking loop multipurpose drainage catheter was returned for evaluation in a used and damaged condition. Upon a visual inspection, it was confirmed that the catheter, including the flare, had separated from the mac-loc adapter. The flare was intact with no material elongation. As a result of the separation, the black suture string became exposed, exhibiting breakage. The cap/mac-loc adapter connection site met the required gap gauge specifications. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded inspection activities are currently in place to prevent the release of nonconforming products related to the reported failure mode. A review of the device history record (DHR) was unable to be completed due to the lack of lot information provided by the facility. Cook medical reviewed sales records and was unable to identify the complaint lot. Cook also reviewed product labeling. The instructions for use (IFU) [ t_multi2 rev1, multipurpose drainage catheter] states the following. Precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: "upon removal from the package, inspect the product to ensure no damage has occurred.". Evidence provided by a review of the dmr, IFU, device evaluation, and the information provided by the customer, there is no indication that the device was manufactured out of specification. There is no evidence of nonconforming material either in-house or in the field. Based on the information provided, examination of the returned product, and the results of this investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the event. The user did not notice any damage during the initial placement. While it is possible that the catheter experienced excessive force or tension while in the patient, it cannot be verified. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.